Event description:
Additional information received on (B)(6) 2023. The unit's problem was found during regular inspection in (B)(6) 2023. No patient harm.

Manufacturer narrative:
Other, other text: h6 health effect and impact, b3 event date updated, day unknown.

Manufacturer narrative:
Other, other text: d4: complete UDI - (B)(4). H6: evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a cracked and leaking tank cover and a damaged lcd and led's on the pcb. During the functional testing, it was confirmed that the device leaks water from the reservoir. The cause of the issue is the cracked tank cover. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking water. Patient involvement is unknown.